Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2016 with the following findings: during testing, the pump powered on with intact auditory and continuous vibratory alerts to a persistent blank screen display. Technical analysis revealed a corrupted slave processor u17 language file. The pump was able to power up and to display the ¿verify¿ screen after reloading the u17 processor language file. The pump cover was removed and no intermittent condition was found to the display circuit or to the printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.